Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers related to this article complaint. This report is 1 of 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2023-14484 and 2015691-2023-14486.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (two previous devices implanted prior to the edwards valve being implanted as well as device manipulation during valve deployment) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device will not be returned to edwards for evaluation.

Event description:
As reported in a european journal article, 'emergency bailout surgery saves lives in high-risk patients with complications after tavr'. A retrospective single-center analysis was performed from january 2017 and february 28, 2020, on patients who had tavr with balloon expandable sapien 3 used in 352 patients. This complaint is for 1 patient with a 23mm sapien 3 experienced a confirmed annular rupture. Per article an 81-year-old female received 2 non-edwards self-expanding valves via right femoral access. After two unsuccessful valve deployment attempts, a decision was made to implant a 23 mm edwards sapien 3 valve. Approximately 3 days post procedure, the patient experienced sudden chest pain postoperatively, and echocardiographic revealed a circumferential pericardial effusion. A CT scan was performed which revealed a type a aortic dissection between the two prostheses. The patient was taken into surgery for an ascending aortic replacement in moderate hypothermia. The postoperative course was uncomplicated, and the patient was discharged 13 days after tavr implantation and 10 days after cardiac surgery.